Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump time and date was incorrect, cause was unknown. Customer experienced a low blood glucose (bg) level of 44 mg/dl. Customer consumed carbohydrates to address bg level. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.